Event description:
Patient had the following procedure on (B)(6) 2025: neck scar contracture release, flap placement, microliposculpture to trunk, limited facial rejuvenation. The surgeon reported that the right drain was removed about a week later and because of continued induration and a mass, the right lower neck was explored. This showed some unusual wet granulation tissue. Cultures were positive for mycobacterium chelonae along the internal drain track. See additional comments for list of possible lot #'s and corresponding out-dates. Multiple lots were available to the shelf at the time of surgery: 295009-outdate 05/07/2027, 336562-outdate 03/01/2028, 352442-outdate 07/01/2028, 357339-outdate 09/01/2028, 373460-outdate 01/01/2029, 3918000-outdate 04/01/2029, 419239-outdate 08/01/2029.